Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report.medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported by the patient that they are having trouble sleeping due to bluetooth on the implantable pulse generator (ipg). The patient also reported that they felt out of breath and lightheaded while walking, and felt their heart rate "sky rocket" while doing chores. It was further noted that the patient experienced pain and burning, sub clavicular pain is beginning. The ipg was reprogrammed. No further patient complications have been reported as a result of this event.